Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown cordis sheath introducer in use had broken off. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated according. As reported, an unknown cordis sheath introducer had broken off. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿catheter sheath introducer separated¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force used during insertion, may have contributed to the reported event. According to the instruction for use (IFU) which is not intended as a mitigation of risk, users are warned to discard the device if there are damages noted during inspection. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.